Event description:
It was reported that the center display image was distorted such that visualization was not possible on this screen. This occurred during a colonoscopy procedure. There was no patient injury or other negative health consequence.

Manufacturer narrative:
The endoscope was returned to the endochoice service center for evaluation and repair. It was found that the center camera was not working due to fluid invasion into electronic components.